Event description:
It was reported that there was low impedance of less than 20 ohms, and an apparent lead fracture. The lead was explanted. No patient complications were reported as a result of this event.